Event description:
The customer reported that the filter cracked and leaked during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the filter cracked and leaked was not confirmed. Functional testing resulted in no instances of leaking during priming, infusion, and pressure testing. Visual inspection showed no cracks on the filter or other anomalies throughout the set. The root cause of the customer¿s report could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the filter cracked and leaked during patient use. There was no patient harm.